Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to switch off the ins. The patient programmer could not make a connection and the patient felt buzzing from the ins. The patient was going to the hospital tomorrow to have the wires adjusted. Normal use contributed to the event. Diagnostics/troubleshooting was performed, the patient tried to sync their device but could not do this. New batteries were also tried in the patient programmer. The patient was advised to have their system checked. It was unknown if the event resolved. It was unknown if surgical intervention occurred. The patient was alive with no injury. No further complications were reported or anticipated.